Manufacturer narrative:
H6 - health effect clinical code: 4581 - over/under correction. Manufacturer narrative: over/under correction, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced over/under correction. The lens was explanted and at a later date replaced with a same length/power lens and this resolved the problem. It was noted doctor suspected that the refractive power of the first implanted lens was abnormal. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, with moisture. Visual inspection found no visible damage to the lens. It was noted the returned lens size is not lens model size stated in the claim. Dimensional and functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - the device history record (DHR) review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim#: (B)(4).